Event description:
(B)(6). Initial information received from customer via a sales representative on (B)(6) 2008. The sales representative reported a female consumer contacted him directly and reported that she received injectable poly-l-lactic acid (pla) (sculptra) (lot number and expiry date unknown) in (B)(6) 2007. She reported she received injections of pla from her former employer, a physician, and has developed "large bumps under her eyes in the periosteum." No further relevant information reported. No further medical information was reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.